Event description:
The end user alleges she was riding her scooter, when she tipped over and fell. The end user sustained a fractured hip.

Manufacturer narrative:
Evaluation to be completed upon receipt of the product. A follow up report will be submitted at a later date.